Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 47.69mm from the distal tip. Components adjacent to this broken main tube do not show damage. There is exposed tubing fiber on the proximal end of the tube, confirming that the fragment detached from the instrument. An external inspection revealed the instrument has one severely bent grip, causing misalignment of the grip-tips. There was a 3.70mm offset at the tips. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found to have a broken neck. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no quality assurance report was found for this device, indicating no issues occurred during the surgical procedure.